Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. Visual inspection upon receipt revealed that the urethane outer layer had been sheared off on approximately 2 - 113mm from the distal end of the device. Magnifying inspection of the urethane outer layer - sheared segment revealed the following. The urethane outer layer had been semi-circumferentially sheared off the wire on approximately 2 - 105mm from the distal end of the device, where the core wire was noted to be exposed. The urethane outer layer had been semi-circumferentially sheared off the wire on approximately 105- 113mm from the distal end of the device, where there was no exposure of the core wire. The shear cross-section of the urethane outer layer was in the smooth state. The outside diameter was measured on the undamaged segment and confirmed to meet the manufacturer specifications. Functional testing was conducted. A current guidewire m product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire m sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire m sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. The shearing of the urethane outer layer due to a combination used with a metallic needle was found to be similar to the actual sample. A review of the review of the device history record and the shipping inspection record of the involved product /lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer became sheared off the wire. The IFU states: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported separation of the urethane layer when using the radifocus guidewire m device. The actual sample was used in combination with a metal needle from a nephrostomy kit (creatmedic co. Ltd.) During a pnl (percutaneous nephrostomy) case. When it was withdrawn through the metal needle, the urethane outer layer was sheared off and remained in the ureter. The patient's age ((B)(6)) taken into consideration, it was decided by the doctor that an attempt to retrieve it would not be made.